Manufacturer narrative:
Method: risk assessment; results: the screw was not returned for evaluation and no lot# was provided. Therefore device history, complaint history and device inspection could not be performed. Conclusion: the root cause could not be determined conclusively.

Event description:
It was reported that the surgeon noticed the ring on a 4.0 x 10 sd screw was broken as he was inserting into the implant.

Event description:
It was reported that the surgeon noticed the ring on a 4.0 x 10 sd screw was broken as he was inserting into the implant.